Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.2 failed to close. A field service engineer (fse) adjusted the magnetic strip on the half-height legacy drawer so it would close at 21.75. The drawer had been slightly misaligned, causing it to register as open when closed. After adjustment, the fse tested the drawer in diagnostics without any issues, and the customer successfully completed inventory without failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.